Manufacturer narrative:
(B)(4).

Event description:
Procedure type: discectomy. According to the rptr: recurrent l2-l3 hnp. L2-l3 discectomy. Lumbar spine. Discectomy for recurrent hnp done (B)(6) 2014. Small dural tear noted. Duraseal utilized. Pt had complete resolution of leg pain post op. Several days post op began developing cauda equina syndrome discovered on f/u call (B)(6) 2014. Emergency workup led to urgent surgical exploration. Concern is that duraseal enlargement caused a mechanical compression and/or toxic inflammation resulting in the delayed neurologic sequelae. Profound neuro deficits in both le. Two subsequent surgeries to remove all duraseal and subsequently apply epidural steroid. Profound neuro deficit at this time, some recovery noted, final outcome pending. Incision extended about 1 1/2 inches. Pt returned to operating room for urgent surgical decompression. Third trip to operating room included application of epidural steroids to area of dural. Hydrogel induced cauda equina syndrome. There was no unanticipated tissue loss. There was tissue damage. The incision was extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the pt.